Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission showed that inappropriate high voltage (hv) therapy was delivered by the implantable cardioverter defibrillator. Inappropriate anti-tachycardia pacing (atp) was attributed to atrial flutter with rapid ventricular response (rvr). No interventions were reported. No further information was available.